Event description:
In 2009, I had essure permanent birth control implanted within one year of getting the essure product, I started experiencing terrible changes in my body. Sharp pains in my stomach with bowel movements where my tubes are. Severe back pain, dizziness, weight gain of over 40 lbs, severe fatigue, bloating to the point I look 6 months pregnant, metal taste in my mouth, hair loss, ringing in my ears and floaters all these symptoms started after having essure.